Event description:
The facility contacted baxter (B)(4) to report a vented pacilitaxel set with a clearlink that had debris that was observed in it. Reportedly some of the debris appeared to be soluble, after priming there was less of the debris evident inside. This event occurred during priming. There was no patient involved, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Six retained samples were visually inspected to check if they had any sort of "debris" as reported by the customer; no issues were noticed. The customer reported condition was not confirmed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: a used sample was received for evaluation. Visual inspection was performed. The used sample had liquid in it. There were some tiny particles in the chamber of the sample. The reported condition was confirmed. The root cause was not determined. The sample was received after the submission of follow up medwatch 001.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.